Event description:
It was reported that pieces of metal from the burr were coming off and leaving tiny shards in the patient. No patient injuries were reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.